Manufacturer narrative:
Other: infection. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l4 vertebral replacement and posterior fixation at l2-s1. On an unknown date, post-op, there was a clear zone at l2 right screw part and infection was reported at that site. Hence, the patient underwent a revision surgery, in which the screw was completely explanted. The infected site was washed; and a hook was placed. Then, wound closure was performed.